Event description:
It was reported the surgeon did revision procedure on patient on (B)(6). The original fusion on this patient was done (B)(6) 2014. Patient was brought back in because post op x-rays revealed one locking cap floating and not in construct.

Manufacturer narrative:
Method: device not returned; results: in the absence of additional information, including a review of the x-rays and investigation of the product, the likely root causes could not be determined. Conclusion: the radius locking cap was reported to have disengaged post-operatively approximately 1 month after the initial surgery. A revision surgery was required and was performed on (B)(6) 2014. There were no reported issues during the initial surgery and the locking caps were final tightened according to the sales rep. The product was removed from the patient during the revision, but was not returned for investigation because the hospital would not release the product. The lot # of the implicated device was unknown and therefore the manufacturing history could not be reviewed.

Event description:
It was reported the surgeon did revision procedure on patient on (B)(6). The original fusion on this patient was done (B)(6) 2014. Patient was brought back in because post op x-rays revealed one locking cap floating and not in construct.